Event description:
It was reported that the customer's insulin pump has a loose drive support cap and cracks in the casing. Customer's blood glucose level at the time 97mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked end cap. The drive support disk was inspected and no anomaly was noted.